Event description:
This report indicates four (4) malfunction events. A review of the event involved the device(s) having a fractured abutment hex. No patient adverse event was reported. No information regarding patient demographics were provided.